Manufacturer narrative:
Claim # 735290

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens, of diopter -14.5, into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
E1 dr. (B)(6). (B)(6) hospital. Phone: (B)(6). Email: (B)(6). Claim # (B)(4).